Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effects of death is listed in the electronic proglide instructions for use as a potential adverse event of use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Outcomes to adverse event, date of event, device available for evaluation: estimated date. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The prostar xl device, additional adverse patient effects and device issues referenced are being filed under separate medwatch report numbers.

Event description:
It was reported through a research article identifying unspecified device failure, residual bleeding (uncompleted hemostasis), artery rupture and artery dissection with residual bleeding with proglide and prostar xl which may have led to overall death, cardio vascular death, any stroke, permanent pacemaker implantation, new onset left bundle branch block [arrhythmia], acute kidney injury, major/life-threatening bleeding, major vascular complications, minor vascular complications, re-hospitalization, extended length of stay, covered stent implantation, balloon angioplasty, vascular surgery, use of a second device. Specific patient information is documented as unknown. Details are listed in the attached article, titled "effectiveness of upfront combined strategy for endovascular hemostasis in transfemoral transcatheter aortic valve implantation".